Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an unexpected restart alarm and keypad anomaly. The customer¿s blood glucose was 141 mg/dl at the time of incident. Customer stated that the insulin pump alarmed unexpected restart and unable to clear due to unresponsive buttons. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm and frozen screen noted during testing. Pump passed displacement test, self test and unexpected error test. No unexpected restart alarm noted.